Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient contacted zoll on (B)(6) 2025 to report a possible treatment and injury. Patient reports a burn from the lv deploying gel. The patient went to the hospital for evaluation. Reporting out of the abundance of caution. The outcome of the injury is unknown. Per the last download data from on (B)(6) 2025, there are no automatic events or flags indicating a treatment occurred.